Event description:
Device returned for repair. During service, the technician found out that the device had an oil leak at the sight glass, the hose was brittle, the dropping unit had no function and the partition was leaking after assembling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the component was damaged. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.